Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, key anatomical elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On or about (B)(6) 2017, a follow-up computed tomography scan reportedly revealed a proximal type I endoleak. According to the report, proximal device apposition to the vessel wall was compromised by severe calcification in the infrarenal aortic neck. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the proximal end of the endograft was ballooned, and aptus endoscrews were implanted for fixation and seal. The type I endoleak was resolved and the patient tolerated the procedure.